Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection with positive cultures and drainage at the site. A culture dated (B)(6) 2023 showed 4+ staphylococcus aureus susceptibility. Incision and drainage took place on (B)(6) 2023. The patient was given linezolid 600 milligrams by mouth twice a day and continued intravenous cefepime 1 gram every 8 hours. On discharge, the patient was given amoxicillin-clavulanate 875-125 mg per tablet by mouth every 12 hours for 9 days. A culture taken (B)(6) 2023 showed 3+ methicillin resistant staphylococcus aureus. The stain showed rare white blood cells and 2+ gram positive cocci. On (B)(6) 2023, the patient was managed with intravenous linezolid. Infectious disease was involved given concern for other medications causing gastrointestinal bleed signs and symptoms and known allergy to vancomycin. They proceeded with retrial of oral linezolid on (B)(6) 2023 which was well tolerated. Linezolid (600 milligrams every 12 hours for 12 days) course continued through (B)(6) 2023, then it was planned to restarted duloxetine following completion. No other therapy was performed at this time. Related MFR covering the onset of infection: 2916596-2025-01570.